Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. Product analysis reviewed a photograph of the pivot knuckle assembly. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported that the stellant injector head disengaged from the mounting structure. The injector head was caught by the technologist and did not fall to the floor. There was no injury or adverse event reported.